Event description:
The surgeon mentioned to the sales agent in passing that a medacta tka was revised on (B)(6) 2015. The surgeon wanted the sales agent to know that upon removal of the primary implants, there was no cement adherence to the implants. The agent is working to get the explanted material back as well as x-rays. On july 10, 2015, we were informed that the reason for the revision was due to the implant loosening causing pt pain. On july 31, 2015, we were informed that all of the components were loose with no cement adherence. MFR #(B)(4).